Manufacturer narrative:
Olympus will continue to monitor field performance for this device. The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the nozzle, bending section cover, and connecting tube. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material was found inside the nozzle, bending section cover, and the connecting tube. There were no reports of patient involvement.